Event description:
It was reported that, revision of the right total hip. Patient was experiencing pain. Therefore, surgeon decided to revise.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 32904301; trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mkn7my; delta v-40 ceramic head 36/+5, cat# 6570-0-236, lot# 31808901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.